Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The manufacturer of freestyle libre sensors was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the reported complaint and libre sensors showed no adverse trends that indicate any potential product related issues.

Event description:
A healthcare professional reported the customer's adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. A sensor scan result of 120 mg/dl was obtained before the customer started driving and experienced a loss of consciousness and met with a car accident. Customer was seen in the hospital where a reading of 29 mg/dl was obtained on the hcp device. Customer was diagnosed with hypoglycemia and received unspecified treatment. No further information was provided as the caller did not have further details of the event. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the customer's adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. A sensor scan result of 120 mg/dl was obtained before the customer started driving and experienced a loss of consciousness and met with a car accident. Customer was seen in the hospital where a reading of 29 mg/dl was obtained on the hcp device. Customer was diagnosed with hypoglycemia and received unspecified treatment. No further information was provided as the caller did not have further details of the event. Based on the information provided, there was no report of death or permanent injury associated with this event.